Event description:
It was reported that an ilet user experienced a persistent wake/sleep button malfunction in which the device failed to respond to taps or presses for extended periods and only resumed function after placement on the charger, prompting a replacement device shipment and user education on data sync, shutdown, return, and re-setup. Symptoms included no adverse clinical effects and no alerts or alarms. Outcomes included no impact to blood glucose control and no medical intervention or hospitalization. Investigation included customer service troubleshooting, verification of serial number and shipping details, and logistical actions to replace the device and collect the reported unit. Investigation of this device confirmed and revealed a suspected hardware failure of the wake/sleep button assembly or related power control circuitry consistent with an unresponsive user interface component. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the hardware user interface.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."